Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation procedure, a farawave catheter was selected for use. The catheter was opened in a sterile manner on the table. Upon catheter inspection, it was noticed there was a white residue around the catheter handle. Catheter was replaced and the procedure was completed without patient complications. The catheter is not expected to return for analysis as it was disposed.